Manufacturer narrative:
Tw ID# (B)(4) the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro2 extension cable was not working due to no power. Another vh-4030 was used to complete the case. No harm/effects to patient reported or delay in case.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation on 01/11/2024. An investigation was conducted on 01/17/2024. A visual inspection was conducted. Signs of clinical use and no evidence of blood were observed. Both connector ends were observed to be intact. Aa mechanical evaluation was conducted using a reference adaptor, power supply and hemopro 2 device. The cable was able to be connected to the adaptor with no physical or visual difficulties. The reference harvesting device was attached to the cable with no physical or visual difficulties observed. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference hemopro 2 evh tool, reference adapter and reference power supply set at level 3.0. The device failed the pre-cautery test. The power supply did not emit an audible beeping sound and the evh reference tool did not produce steam and heat. Using a multimeter (calibration ID# (B)(4), due 04/30/2024), electrical continuity was tested between the two connector ends. There was electrical continuity between the two ends, which is expected. Based on the returned condition of the device and the results of the evaluation, the reported failure "failure to deliver energy" was confirmed. The reported device is an OEM device, therefore, a lot history review was not applicable. A lot/serial number was not provided and the specific product lot/serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Event description:
N/a.